Event description:
Caller reported a cartridge alarm occurred, specifically alarm 20, during the pump's load process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer, whose pump was still under warranty, was provided with a replacement pump containing updated software, and instructions were given on using the new pump with a g7 sensor. Customer was informed about returning the problematic pump within 10 days using a pre-paid label and was advised on how to put the old pump into storage mode before returning it.